Event description:
Cardinal health dr. (B)(6) custom pack should have contained 5 sponges and only contained 4 at the time the pack was opened. Manufacturers have quality systems in place to ensure counts are correct which serves as an aid in counting in the operating room to assist staff and avoid errors.